Manufacturer narrative:
The hill-rom technician found the power cord and outlet were charred and needed to be replaced. He evaluated the bed and found no damage or malfunction with any internal circuit boards. All components functioned as designed. Per the hill-rom service manual the versacare should be subject to an effective maintenance program. This will help make sure of a long, operative life for the versacare bed. The preventative maintenance will help to reduce downtime due to excessive wear failures. An annual service of the bed is advised in order to maintain its characteristics and performance. Examine the plug for damage. Make sure the plug is a one-piece molded plug assembly. If it is not, replace the plug cord assembly. Replace any plug cord assembly that shows any of these: discoloration of the plug molding around the plug blades; this could occur if the plug blades have overheated or arced. Any signs of cracking; this could occur if the plug has been bent and straightened to a point past its useful life. Loose fit of the plug blade (the plug blade moves in the molding); this could occur if the molding has overheated or the blades have been bent and straightened to a point past their useful life. Replace the power cord, if damaged. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2017. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the power cord to resolve the issue. The technician also performed an electrical safety check and found no issues. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating when the bed was plugged in, the outlet shorted. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).